Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 6 years since the subject device was manufactured. Based on the results of the investigation, the damage to the ceramic beak of the sheath was caused by thermal and mechanical induced impact, wear and tear, improper handling, or mechanical overload like fall, shock or similar stress. The event can be prevented by following the instructions for use which state: 4 before use: "warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: no corrosion. No dents. No scratches. Ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The referenced device was returned to the repair center for evaluation and the customer¿s reported issue was confirmed. The ceramic insulation at the distal tip of the device was confirmed broken off and missing. The inspection also noted the rubber seal is damaged. A review of the DHR showed that the device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. Additional 510(k): k931994.

Event description:
The customer reported that around the end of may 2023, the resection sheath was found to have a damaged/missing tip during preparation for use of a laparoscopic colectomy. The procedure was completed with another device. There was no delay or harm to the patient reported.